Event description:
A small piece of microwire (0.018") got sheared off the access needle and was left in the collecting system of the patient's left kidney. Attempts to retrieve this small piece of wire were unsuccessful.